Event description:
Swelling in left knee [joint swelling]. Case description: spontaneous report was received on (B)(4) 2011, from a health care professional regarding a pt, who experienced knee swelling after starting synvisc. The hcp reported that the pt received synvisc in both knees (date not provided). The pt experienced swelling in the left knee (date not provided). The pt required treatment for the knee swelling. The hcp reported that it was necessary to perform arthroscopy of the left knee joint. The product lot number was not reported. At the time of this report the outcome of the pt was unk. Add'l info was received on (B)(4) 2011, in the form of qa results.

Manufacturer narrative:
This report is being submitted to provide the MFR report number of 2246315-2011-00119 which did not appear on the initial submission. MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. See scanned pages.